Manufacturer narrative:
One device was returned for analysis of complaint that the downstream occlusion (dso) sensor seal was delaminated. There were no services previously reported. Log events were reviewed and there were no errors related to the customer complaint. Visual and functional tests were performed. Complaint was confirmed during visual inspection. Dso seal was replaced with a new one. Probable cause of complaint was the dso seal detached due to manipulation.

Event description:
It was reported that the downstream occlusion (dso) sensor seal was delaminated. The event occurred during testing. There was no patient involvement.